Event description:
Info rec'd indicates the valve was removed during the case because, it did not appear to function properly. The valve was abandoned at implant and was intra-operatively replaced with no consequence reported for the pt.

Manufacturer narrative:
Analysis: due to the condition of the prod as rec'd by mfg, a complete device eval could not be performed. Review of the device history recorded shows the valve met all mfg spec, including multiple prod inspections, prior to prod release to distribution. Finding from visual exam of the device is rec'd, notes that all valve leaflets are intact and stiff, but flexible. The leaflets have the appearance of tissue that was left out of solution during return to MFR. Due to the condition of the prod as returned, medtronic is unable to determine device functionality at time of implant because the tissue stiffness present prohibits performance testing of the valve. Device rec'd in a manner that rendered prod eval inconclusive. Conclusion: no pt event, device abandoned at implant. Findings from prod inspection are inconclusive; an exact cause cannot be determined for the reported prod problem.